Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Reason for call was to find out what implant pt has as pt needs to have an MRI of the brain due to injuries/brain damage. Pt's dob (B)(6) 1943. Pt did not know the serial number and had no record and lost all the external equipment. Pt said the device was implanted in 2008 or 2010 and it was one of those that was activated by the paddle. Pt had a trial and then the permanent one. Hcp had no records. They said maybe pt was a part of a study. Pt reported the device had not worked in years. Pt then reported the device hardly ever worked to begin with. Patient got in touch with the representative shortly after it was installed. It was within months because it never worked. Patient had the representative come back a couple of times to try to help patient and she never could get it to work. Pt also reported any time pt went by a big electrical transfer thing, it used to give patient shocks but it had not done that in a long time. Pt asked for hcp listings to get the device removed. Emailed healthcare provider listings. Pt mentioned a back surgery. .

Manufacturer narrative:
Correction g4 previously missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.